Event description:
During an atrial flutter right (r-afl) procedure, it was reported there was noise on electrode #2 and it appeared black on the c3 system. They exchanged the cable without resolution. The user was unable to exchange the catheter during the procedure as the physician was continuing with the case. Upon receipt of this device, it was observed there was char on proximal end of tip dome measuring more than 1mm in length. Due to this catheter condition this is now a MDR reportable event. The catheter was received on (B)(4) 2014, therefore, the awareness date is reset to (B)(4) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During an atrial flutter right (r-afl) procedure, it was reported there was noise on electrode #2 and it appeared black on the c3 system. They exchanged the cable without resolution. The user was unable to exchange the catheter during the procedure as the physician was continuing with the case. Upon receipt of this device, it was observed there was char on proximal end of tip dome measuring more than 1mm in length. Due to this catheter condition this is now a MDR reportable event. The returned device was visually inspected upon receipt and char was found on the tip dome (electrode). This condition was not reported by the customer. Then per the reported event, an electrical test was performed and catheter failed on electrode. Further investigation revealed that the lead wire 2 was broken inside the tip, causing the improper condition. Due to the char found, catheter was also tested for stockert compatibility and thermal sensor response and catheter passed both. In addition, the tip dome (electrode 1) passed the electrical test initially performed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. IFU states that in the event of a generator cut off (impedance or temperature), the catheter must be withdrawn and the tip electrode cleaned of coagulum before rf current is reapplied. The reported customer complaint has been verified. For the char, it remains unknown the root cause.